Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: underweight, broken shell on posterior and radius, red particles in the shell and gel. A visual and microscopic analysis was performed which identified: sharp opening, sharp broken, wear abrasion, missing on posterior and radius (0-25%) and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening. A sharp pattern on posterior of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported intracapsular leakage, diagnosed by MRI and ultrasound. The device will be explanted. Left side.